Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Secondary surgical intervention, explanted and exchanged for longer lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -12.00 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned in a small vial. Visual inspection found debris and clear residue on lens surface. (B)(4).